Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Failure was observed in the internal circuit board. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to the accidental failure of the internal circuit board.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.